Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that during a vertec biopsy case, registration was sufficient, but site was having trouble obtaining a sample. The tumor was located right at ventricle. Surgeon was unable to obtain a sufficient sample. Surgeon said its possible the tumor was hard and the biopsy needle was pushing the tumor. Post op scan did not indicate inaccuracy. Surgeon had to do 4 total passes rather than 2. Delay was minimal. Event occurred intra/peri-operatively with no reported impact to patient outcome.